Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed, during which a hole in the reservoir tubing was found. Therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4).